Event description:
A customer contacted beckman coulter, inc. (Bec) to report leaking fluid from their unicel dxc 600i synchron access clinical system's chemistry cartridge (cc) reagent probe. The customer stated the black tray above the reagent wheel was full of fluid, and that the reagent syringe was loose; both where it connects to the t-valve and the brown nut that holds the plunger to the bottom of the barrel. Customer technical support (cts) recommended the use of personal protective equipment to the customer and directed the customer to tighten the syringe and prime the instrument. No further leaking was observed. The customer stated that they replaced the entire syringe and the plunger again the previous week because the syringe came loose. The customer stated that when the problem started, cc results were suppressed for glucose, blood urea nitrogen, creatinine, and total protein for two (2) patients. The samples were re-analyzed on the customer's alternate dxc instrument. No other patient results were affected and no wrong results were reported out of the lab. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for the event. The fse replaced the reagent syringe t-valve assembly. The fse then calibrated total bilirubin and ran precision and correlation test with another analyzer. Qc was tested. No problems were noted with calibration, correlation, or qc. No leaking or loosening of reagent syringe glassware or plunger observed after repair.